Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level. Customer reloaded cartridge in attempt to resolve issue; however, issue persisted. Customer declined to load new cartridge and continued using existing cartridge for insulin therapy.